Event description:
It was reported that pt was charging the device more than expected. The pt reported that it took increasingly longer to charge and she could not get to a full "tank." She reported it took 2-3 hours to get from low to 3/4 "tank" and was recharging every couple weeks. The doctor believed the battery was depleted, stating that it 'doesn't hold a charge.' The device was replaced. Calculations of recharge intervals were estimated on a longevity calculator and the recharge intervals appeared to be appropriate. Program/amplitude/pw/rate/group impedance/current/active electrodes. A1 1.70 300 75 408ohms 3.99ma 12+13-14-15+, a2 1.70 390 75 489ohms 3.369ma 5+ 6- 7-. The pt was therapeutically using around 4 volts mostly. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).